Manufacturer narrative:
The completed product investigation provided the known inherent risk conclusion code was selected based on the field report of dehiscence. Dehiscence is a known medical risk associated with the implantation of a device under the skin. Analysis of the returned product is not able to provide relevant information for dehiscence-related allegations. Correction field b5: describe event or problem.

Event description:
It was reported that after the insertable cardiac monitor (icm) implant, the signal diminished and the device was thought to have migrated. The device was found to be sticking out and was explanted by the physician. The pocket was made too large during implant and the device came back out. Steri strips were used to close the incision and the device came back out of the pocket. The device was returned for analysis and no new device was inserted. No adverse patient effects were reported.

Event description:
It was reported that after the insertable cardiac monitor (icm) implant, the signal diminished and the device was thought to have migrated. The device was found to be sticking out and was explanted by the physician. The pocket was made too large during implant and the device came back out. Steristrips were used to close the incision and the device came back out of the pocket. No new device was inserted. No adverse patient effects were reported.

Event description:
It was reported that after the insertable cardiac monitor (icm) implant, the signal diminished and the device was thought to have migrated. The device was found to be sticking out and was explanted by the physician. The pocket was made too large during implant and the device came back out. Steristrips were used to close the incision and the device came back out of the pocket. No new device was inserted. No adverse patient effects were reported.